Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the following are the probable causes of the event; however, a definitive root cause could not be determined: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information: please read before use. Warnings and cautions. During the device evaluation, service found the electrical connector demonstrated corrosion due to fluid ingress. A leak was observed due to damage to the instrument channel tube (ch-tube). A crack was observed on the distal end cover (c-cover), and insulation resistance value at the distal end was out of specification. Due to a crack on the objective lens, the image had a partially dark area. Due to wear of the angle wire, the bending angle in the up direction was out of specification. Due to wear of the angle wire, the bending angle in the right direction was out of specification. The objective lens and light guide lens were cracked. The connecting tube was scratched and dented. The suction cylinder had discoloration. The forceps channel port was deformed. Scratches were observed on the grip, on the right/left knob, and on the switch box. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoscopic image was blurry. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation.